Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and found two depressed battery contacts that were unable to rebound properly. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported spectrum pump shutting down without user input which was reproduced. This condition was verified and found to be caused by failed (depressed) battery contacts that were not properly rebounding. The failed rear case was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted. Corrected information: (B)(6) 2016.

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump powered off without user input during vasopressin therapy (programmed amount and delivery rate unknown) in the general patient ward. The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.